Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside of and not sold in the us. Results: sixty two unused samples were returned for evaluation. An inspection of the returned units revealed that the majority of them had very loose safety shields. On one of the returned units, a flaw on one of the hub wings was observed that could either be a molding defect or wear on the wing as the hub passed through the manufacturing process. A review of the device history record revealed no quality notifications or other issues relating to the reported defect for the reported lot # 6141880. Conclusion: the most likely root cause of this defect is that one of the wings was worn by friction as it passed through the process, making the fit of the safety shield looser. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. (B)(4).

Event description:
It was reported that the needle of a bd vacutainer® 21 g x 1.5 in. Multi sample blood collection needle was loose and detached from the hub when a nurse removed the safety shield. The tip of the needle hit the nurse's hand and broke his/her skin but did not draw any blood. The nurse disinfected the area with iodophor but there was no report of medical intervention other than this routine first aid.